Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel would not fill with co2 and proper insufflation could not be achieved. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.